Manufacturer narrative:
The primary product has/have been updated to provide corrected information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
(B)(4). Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs reveal that the surgeon successfully fired 1 black sureform stapler 60 reload followed by 5 green sureform stapler 60 reloads. There were no failed clamps while the surgeon used the sureform stapler 60 instrument (part #480460-07; serial #(B)(4)). This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a staple line leak. As a result, the patient underwent emergent surgery to reinforce and repair the staple line leak with sutures. However, the root cause of the patient's post-operative complication is unknown.

Event description:
It was initially reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient was admitted to the ICU due to unspecified complications. Details regarding the complications were not provided. It is also unknown what medical intervention was administered as a result of the complications. The surgeon claimed that the complications were caused by the stapler reloads. On (B)(6) 2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the isi clinical sales representative (csr): the csr was not present during the surgical procedure which she believes was not recorded on video. The surgeon typically does not record his procedures. The da vinci-assisted surgical procedure was reportedly completed with no intra-operative complications. There were also no reports of any malfunctions of a da vinci system, instrument, or accessory during the surgical procedure. On an unspecified date post-operatively, the patient became symptomatic and was evaluated. A 5 cm defect was allegedly found on a staple line where sureform stapler 60 reloads were used. As a result of the staple line defect, the patient underwent emergent surgery to reinforce the staple line. Sutures were placed. The patient was then admitted to the ICU. To her knowledge, the patient has since been discharged from the ICU and is recovering.